Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the av dialysis graft of the left arm. A 8.0 x 80, 75cm mustang¿ balloon was advanced to dilate the lesion. During procedure, the balloon ruptured circumferentially at 20 atmospheres, the proximal half of the balloon was still intact with the catheter but the distal half of the balloon remained in the patient. The procedure was completed but due to the fragments left in the body, the patient was sent for surgery to get it removed. The patient was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).